Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, a non-recoverable fault 95 occurred on the universal motion controller (umc). The customer performed power cycle of the system; however, the issue persisted. There was no obstruction preventing proper ventilation. The surgeon elected to convert to a traditional laparoscopic procedure. The procedure was completed with no known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initially powered on without errors. The procedure had been in progress for about 2.5 to 3 hours when the issue occurred. There were no other intra-operative issues or post-operative complications reported. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. As reported by the field service engineer (fse), the customer performed the suturing part with a laparoscope because error 95 occurred several times on the universal motion controller (umc) 2. After completing the laparoscopic procedure, the fse cleaned the filter of the patient side cart (psc) and vision side cart (vsc), then shut down the psc power for about 15 to 20 minutes. The system was working normally after it was powered back on. No part replacement was required. The system was tested operated without error and verified as ready for use. Verification via procedure logs confirms the occurrence of the error fault on a low anterior resection procedure on the reported event date of (B)(6) 2022 on system sk1938 matching the documented event details. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to traditional laparoscopic surgery after the robotic procedure had been in progress for about 2.5 to 3 hours when the error message issue occurred. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.